Event description:
During surgery, the articulation cable of the small grasping retractor snapped on the instrument while it was inside the patient. Instrument removed in (B)(4) piece and replaced. Surgeon inspected patient's tissues and verified no harm. Cable was inspected. No frayed or loose pieces. Risk manager contacted for pick up. Contacted da vinci rep, awaiting legal's decision on returning to intuitive.